Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the firing trigger did not function properly. When the surgeon forced to fire the trigger; the jaws broke and became detached and two clips come out on each other. Surgeon used other ligation techniques and completed the operation without an adverse event.

Manufacturer narrative:
(B)(4). Through our analysis investigation, the returned devices were determined to have been reprocessed. Upon review of all the information provided, it was concluded that this event is the responsibility of the re-processor.